Manufacturer narrative:
Product analysis pli# (B)(4) product ID# 37714 analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (ins) experienced discomfort, soreness, and pinching. The manufacturer representative (rep) indicated they would send any further information as they become aware. At scheduled explant, the patient asked if the battery could be leaking after patient fell on it. Rep said they would send the device in for analysis as the patient is curious if the battery is leaking. Infection suspicion was reported [unrelated].